Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the lead was capped due to suspected externalized conductors proximal to the distal coil. No electrical anomalies were detected. Patient is not a pacer dependent. No adverse consequences were detected.